Event description:
It was reported to philips that device had a battery failure. No patient harm or injury has been reported.

Event description:
It was reported to philips that the device experienced a battery failure while in use. There was no health consequences or impact reported.

Manufacturer narrative:
Report type updated to reflect continuing investigation.